Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During shoulder joint surgery, the surgeon used the spherical reamer with the angle driver(large and small). When the surgeon forced spherical reamer on glenoid, a shaft inside angle driver seized up. The spherical reamer seized up suddenly, so a surgeon felt dangerous.